Event description:
Reporter alleged obtaining a discrepant blood glucose result of 237 mg/dl back to back with a result of 87 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she cut a grapefruit before obtaining the first result of 237 mg/dl and then washed them before obtaining the result of 87 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.